Manufacturer narrative:
An event regarding inaccurate values/ visuals involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: the event was not confirmed as there has been no onsite inspection by a field service engineer. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate robot was manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
The green indicator did not disappear after bone cutting during mpka. The blade was running in the layer below the green. The issue resolved by restart arm soft wear.